Event description:
The maquet operating room table yuno otn was used together with the extension device 1433.62a1 for a femur surgery. The operator was unable to get enough traction. The surgery was continued with a different extension device. No injury to the pt reported. (B)(4).

Manufacturer narrative:
A maquet field safety technician examined the device. He could duplicate the failure and found that under heavy traction the lock disengages and traction is lost. The MFR has asked the customer to send the defective part for examination. A follow-up report will be submitted when additional info will be available. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. Exemption # (B)(4).